Event description:
It was reported via phone call that the insulin pump had an unresponsive keypad. The esc, act, and up keys are not responding when the set is being changed. The customer attempted to change the battery, but the issue the blood glucose reading was 185 mg/dl. There were no significant events leading to the keypad issues were observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.